Event description:
It was reported there was a loss of therapeutic effect. For the past 2 months the stimulator had not been working and had no longer been blocking the pain. The patient had not had any adjustment. The patient went to the hospital on monday because of being unable to walk. The patient was redirected to their health care provider to make an appointment to check/reprogram the device since the device had not been reprogrammed in a long time because the patient was not having any problems with it. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# v030168, implanted: (B)(6) 2007, product type lead; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2007, product type programmer patient; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Additional information received reported that the patient experienced acute pain in the right side of her back, starting about six weeks ago when she pulled or stretched something in her back. The patient returned to the hospital again on (B)(6) 2012 due to the pain she was having and her walking difficulties. The hcp took a cat scan on (B)(6) 2012 but could not find any issues with the device and stated that "all the wires were connected." The hcp gave the patient morphine patches but she didn't want to take them. The patient received steroid injections when in the hospital on (B)(6) as well as (B)(6). It was noted that the patient was unable to make any adjustments as she had lost her programmer. The patient experienced coupling and or communication issues. It was noted that she had not felt any stimulation or recharged for two to six months, and an overdischarge was suspected. The patient was unable to use the antenna locate feature of the recharger while on the call.